Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump got so hot that it powered off. The reporter tried to restart the pump with a new battery and it still remained without power. There was no alleged physical damage to the pump. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 25-sep-2019 with the following findings: a review of the pump black box showed no power issues. A visual inspection of the pump revealed the battery compartment and returned battery cap were undamaged. The returned battery cap was able to fit securely to maintain an electrical connection. The pump powered on with audible tones and vibrations and was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no damage was found to the power circuit. The complaint of a power issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.